Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the pulmonary valve was explanted after an implant duration of approximately 4 years. Per the op report, this patient is a (B)(6) girl with a history of corrected transposition of the great vessels, who under went mustard-rastello double-switch when she was around 2-3 years of age. Then her pulmonary valve was replaced back in 2008 with the subject device. A few months ago she had a v-fib cardiac arrest at home and was resuscitated successfully. She received an aicd with transvenous leads almost 5 months ago. She is presenting now with pulmonary stenosis and insufficiency with peri-baffle leak of the mustard baffle. Intraoperatively the right pulmonary artery was more than 12 mm in diameter. The left pulmonary artery was around 12 mm in diameter. The pericardial tissue valve was calcified and fixed. The device was removed and replaced with a new edwards valve. The patient was reported to have tolerated the procedure.

Manufacturer narrative:
Eval code = device not returned. Unfortunately, the device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis and insufficiency was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.